Manufacturer narrative:
Based on the info available at this time it cannot be determined if the bard device may have caused or contributed to the pt's post operative conditions. The pt's medical records indicate that due to a recurrence the bard perfix plug was explanted and replaced with a non-bard mesh in 2010. In 2012 the pt underwent a right orchiectomy. During this procedure the surgeon noted that there was a piece of mesh attached to the cord structures. It does not appear that this was the bard device as the plug was removed in 2010 and replaced with a non-bard mesh. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, the explanted device was not returned to davol for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following is based on medical records provided by the pt: on (B)(6) 1999 - repair of right inguinal hernia with a bard perfix plug. On (B)(6) 2010 - repair of recurrent right inguinal hernia with removal of the bard perfix plug and implant of a non-bard mesh. On (B)(6) 2010 - f/u visit right testicle is still swollen, he has venous congestion. It is getting smaller and more comfortable. His hernia is healed and he can resume normal activities. On (B)(6) 2012 - pt underwent a right orchiectomy. A small piece of mesh was found to be adherent to the spermatic cord. Post operative diagnosis was atrophic right testicle. On (B)(6) 2012 - f/u visit pt complains of pain in the right groin area.